Event description:
The following additional information was received: only one proglide device was used for the venotomy and when the plunger was removed, no suture was attached to the needles. A new proglide device was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported needle to cuff miss was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional two devices with the same reported issue referenced in b5 are captured under separate medwatch reports. The device is returning. It has not yet been received. A follow-up report will be submitted with all relevant information. B3: date of procedure. H6: medical device code 3190 removed.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that this was a venotomy closure of the left common femoral vein using three proglide devices after a electrophysiology procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles. An additional proglide device was used to achieve hemostasis. A femoral angiogram was not taken. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Event description:
It was reported that vessel puncture closure was attempted using a proglide device. Reportedly, an unknown failure occurred. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Date of event is estimated. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.